Manufacturer narrative:
The autopulse platform will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 2 (compression tracking error) message. No patient involvement was reported. No further information was provided.